Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 277 mg/dl, 195 mg/dl, and "a result of either 135 mg/dl, 125 mg/dl, or 150 mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.